Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer screen booted up to a grey screen and was "pinkish" with lines. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the screen turned pink with lines intermittently during interrogation. The lvds (low voltage differential signaling) board connection was found loose. Analysis also found both latch tabs were broken off the power cord bay, the stylus was missing, keyboard connection was damaged, the cooling fan was noisy, and one hinge plate screw was missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.